Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During vitreous surgery, when using 25g mvr knife, the sleeve dropped off from the hub and fell into the eye. Then the sleeve was taken out from the eye and the surgery was completed without any other problem. Additional information: the doctor knew the mvr knife (not a b+l product) was pressing on the hub and sleeve, but continued to use them, this was the root cause. The sleeve and hub were not defective. The incision was enlarged to remove the broken sleeve from the patient's eye and suture was used to close the wound. Surgery was delayed around 20 minutes, but was completed without injury.